Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 1 low flow alarm recorded on (B)(6) 2016. A sustained decrease in power consumption was logged on (B)(6) 2016 at approximately 20:01 to parameters below the normal operating range confirming the reported event. Based on risk documentation, possible root causes of the reported event may be attributed to multiple factors including but not limited to kink in the outflow graft, obstruction at the inflow cannula. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use implantation of vads is associated with numerous risks including device thrombosis. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that the patient was presented to the emergency room (ER) on (B)(6) 2016 with pump thrombus, and flows reading zero (0). It was stated that the log files were sent in at that time. Emergency medical systems (ems) performed a controller exchange in route to the ER with no change in flows. It was stated that the patient, family and surgeon all decided to decline pump exchange. The patient was discharged home on hospice on (B)(6) 2017 and expired on (B)(6) 2017. No additional information available.